Event description:
Description of event according to initial reporter: a (B)(6) male enrolled in preserve on (B)(6) 2016. A günther-tulip¿ ivc filter by cook was placed due to a history of dvt and pe and contraindication to anticoagulation and a current diagnosis of brain metastasis and intracranial hemorrhage. On (B)(6) 2016, the subject presented at another hospital with symptoms of left lower extremity (lle) swelling and infection surrounding cranial incision. Bilateral lower extremity deep vein thrombosis was identified at this visit, but no records of us done were available. It is therefore unclear if the bilateral lower extremity dvt was new, since last the last us on (B)(6) 2016 was performed the left leg (one dvt identified) and no right leg us was done at that time. The subject had no complications arising from dvts and was discharged to home in stable condition on (B)(6) 2016. Dvt location is unknown as the subject did not receive a diagnostic u/s at the participating hospital and medical records from the other hospital were unavailable. On (B)(6) 2018, a CT performed to monitor his metastatic melanoma showed ivc filter ¿with metallic distal aspect seen adjacent and external to the ivc.¿ subject was referred to the ir clinic, where, on (B)(6) 2018, subsequent investigation determined that the filter was protruding through the wall of the adjacent duodenum to. Filter retrieval was scheduled on (B)(6) 2018 and completed under general anesthesia without event. On the venacavagram of the ivc filter prior to removal, it was found that 3 of 4 feet of the gunther tulip filter had perforated the inferior vena cava, extending 4.5 mm into the duodenum. Patient outcome: both resolved without sequelae. The subject was discharged in stable condition same day.